Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to technical support (ts) that a fluid leak occurred during the patient¿s peritoneal dialysis (pd) treatment. The patient had multiple air detected in cassette alarms during fill one of their treatment. They contacted their clinic to report the issues they were experiencing and were subsequently instructed to cancel the treatment and perform a manual exchange. The following morning when the patient removed the cassette from the cycler, fluid leaked out of the cassette door opening. The patient did not inform their pdrn of the fluid leak until a day after finding it. The patient reportedly went two days without performing pd treatment. However, it was reported that they were trained on performing manual pd therapy if needed. The patient was prescribed prophylactic antibiotics via intraperitoneal (ip) administration. For three days the patient took fortaz (1 g per day) and ancef (1.5 g per day). Upon follow up with the pdrn, it was confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The pdrn stated the patient had cultures taken and confirmed that the results came back negative. The patient¿s cycler was replaced, and it was confirmed that the replacement was received. The patient is continuing pd therapy with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette was not available to be returned as it was reportedly discarded. The lot number for the cassette could not be provided.